Manufacturer narrative:
It was reported that the reported condition was confirmed in error. The reported condition was not confirmed. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all functional tests. Therefore, the reported condition was not confirmed. However, during evaluation, it was observed that the device was running loud and had vibration. The assignable root cause was determined to be due to normal wear on electronic components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all functional test. However, during evaluation, it was observed that the device was running loud and had vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal wear on electronic components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the battery reamer/drill device lost its power. It was further reported that the battery was changed but it did not help. During in-house engineering evaluation, it was observed that the device was running loud and had vibration. There were no delays in the planned surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.